Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with an unresponsive keypad. Unable to perform self-test due to unresponsive keypad. Pump was cut open to perform visual inspection and found no physical or moisture damage on the keypad assembly, pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and battery tube threads - cracked. Unresponsive keypad was observed during analysis and confirmed, isolated to keypad assembly. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on battery compartment. The customer reported no adverse event. Troubleshooting was not performed. The event involved product(s) mmt-1712kl. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. 1712kl was requested and customer returned the device.